Event description:
According to a copy of medical records received from the initial reporter, the patient was admitted to the hospital for elective replacement of his bjork-shiley convexo-concave aortic valve. According to the operative report, upon examination during surgery, some growth of fibrous tissuewas noted over the annulus. The valve was replaced and the patient survived surgery with no post-operative complications. E patient survived surgery with no post-operative complications.